Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results with 4 patients while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas 68/8800 systems. The alleged samples generated a negative result for influenza a on the cobas 6800. The same samples were retested on a different platform (abbott alinity m) which yielded a positive result for influenza a. The customer confirmed that the samples were influenza a h1n1 positive on the biofire torch respiratory panel prior to the testing on cobas 6800. The negative results were not released. No harm was alleged.

Manufacturer narrative:
Roche received customer complaints alleging the generation of false negative influenza a (flu a) results and late flu a target CT values with the following cobas® sars-cov-2 & influenza a/b qualitative assay for use on the cobas® 6800/8800 systems in relation to other platforms. These allegations are specific to recently circulating mutations (single or double mutation) in h1n1pdm09 pertinent to the region of interest to the aforementioned tests. The identified mismatches have been increasing among h1n1pdm09 sequences deposited to the gisaid database. In silico analysis performed by the roche global surveillance team of available sequences within the gisaid database has identified two new single nucleotide polymorphisms (snps) within the region of interest of the cobas® sars-cov-2 & influenza a/b test for use on cobas® 6800/8800 systems. In vitro transcript model studies and testing cultured virus indicate there is impact on the test¿s sensitivity. The investigation is on-going. Consignees have been informed to monitor for negative influenza a results that are inconsistent with clinical presentation and/or other clinical and epidemiological information. Additionally, consignees are reminded to review the tests¿ instructions for use, specifically the intended use statements and procedural limitations sections, which provide guidance on how negative results should be utilized and mutations within the target regions of the tests can impact detection, respectively. A batch MDR is beings submitted for all 4 patients as the negative results were not reported out.